Event description:
Customer alleges that the power chair came to a complete stop after allegedly being fully charged. No lights were allegedly flashing on the joystick. Motors were allegedly replaced and chair is now working fine. No injury is alleged.

Manufacturer narrative:
RMA (B)(4) has been initiated for this issue. Model m41srr serial number/date code (B)(4) is approximately 4 months old. The user manual part number 1143206 was issued with this device. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumers is a (B)(6) female, (B)(6). The consumers technique while using the device is unknown.